Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The customer attempted to do a manual push but was unable to push insulin through the tubing. The customer could feel the back pressure. Customer was unable to troubleshoot at the time of call. The customer also had sensor issues. Customer's blood glucose level was 102 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.